Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during trial they experienced nerve pain and when they had the  implanted device, the nerve pain continued. They device was explanted but the nerve pain continues and is actually worse than it was when they had the device.  No further complications were reported/anticipated at this time.